Event description:
The customer reported obtaining erroneous high red blood cell (rbc) results for two (2) patients involving the coulter lh750 hematology analyzer. The customer also reported that on the previous day they had obtained high control recovery on the rbc parameter after the diluent was replaced. The erroneous results were not reported out of the laboratory. There was no report of injuries or change to patient treatment as a result of the event. The customer only provided data for one of the patients. A review of the returned data shows that the instrument generated a higher rbc and hematocrit (hct) with a lower mean corpuscular hemoglobin concentration (mchc) without suspect messaging compared to a rerun on a coulter lh500 hematology analyzer cycled the next day which was considered correct. All other parameters correlated.

Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2015. The fse confirmed the yellow striped tubing through pinch valve vl61 was clogged with debris causing the event. The fse replaced the tubing resolving the issue. The repairs were verified per established procedures. (B)(4). The customer did not provide the age, weight or sex for any of the patients.